Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm noted the drive transducer was out of calibration and performed a transducer calibration per procedure. A water mitigation was performed per procedure. The stm completed all safety, functionality, calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use, and released to the customer. The full name is (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had an error code 53. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.